Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the mobile system within 10 minutes: 119 mg/dl, 186 mg/dl, 241 mg/dl, 190 mg/dl, 285 mg/dl, 216 mg/dl, and 238 mg/dl. The lot number was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.